Manufacturer narrative:
The sites bio-med called in an electrical issue. Our field engineer initially couldn't reproduce the sparking but after moving the c-arm all the way down and bringing it back up it sparked. The wire on the vta board had some grease on it and once that was cleaned he noticed a nick in the insulation. This wire runs behind the vta board and sits very close to the lead screw. This was causing the sparking when the c-arm was moved. He replaced the vta board.

Event description:
The technologist was positioning the patient when they heard a loud pop sound and the back of the c-arm started sparking. No one was injured.